Event description:
Prior to this date, or staff reported the drain port on the new foley catheter by kendall was not working properly. Product evaluation forms immediately sent to all appropriate departments to determine if this was a hospital wide issue. Eval sent on 12/18/02.